Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Investigation discovered an 0x31 alarm generated in the device data, indicating command was received in an invalid pump state. The downloaded data shows the device completed first prime at pulse 46 before deactivating and did not show any timeouts or drive stalls. To ensure if the alarm will replicate, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not replicate the alarm and did not show any timeouts or drive stalls. Thus, the hazard alarm caused the cannula to not deploy. However, the exact cause of the observed hazard alarm could not be conclusively determined.